Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 27mm 3300tfx aortic valve was explanted after an implant duration of 8 months, 19 days due to endocarditis (e. Faecalis), trace aortic regurgitation. The patient presented with sob, body aches, fevers. The explanted valve was replaced with a 23mm 11500a valve.

Event description:
Through implant patient registry it was learned that a 27mm 3300tfx aortic valve was explanted after an implant duration of 8 months, 19 days due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve. The implantation data card indicated that the device explant was not due to a deficiency of the original device. The patient is a 69 year old female. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.